Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced syncope with convulsions and asystole while the leadless implantable pulse generator (ipg) was being positioned in the septum. The patient received an external cardiac massage and was administered isuprel. The device was implanted and remains in use. No further patient complications have been reported as a result of this event. The patient is enrolled in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.